Manufacturer narrative:
Second lead information: expiration date: 02october2026. Manufacture date: 02october2024. The evoke lead remains implanted. The root cause of the reported infection cannot be definitively determined. The evoke scs system surgical guide details potential risks associated with surgery and spinal cord stimulation including, "infection that may require hospitalisation with intravenous antibiotic therapy." The manufacturing records were reviewed, and the products met all requirements for release.

Manufacturer narrative:
Investigation of this event is in progress. Once the investigation has been completed, a supplemental report will be submitted. Second lead information: brand name: evoke cap12 percutaneous lead kit - 60cm. Model: 102878. Catalog: 3008. Lot/batch number: 9018090593. UDI: (B)(4).

Event description:
A patient implanted with an evoke spinal cord stimulation (scs) system was evaluated for an infection at the evoke cap12 percutaneous lead implant site. Antibiotics were administered to resolve the reported event.